Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up after receiving inappropriate atp therapy for atrial flutter with rapid ventricular response. Programming changes were recommended. No further information is available.